Manufacturer narrative:
Optical fiber broke inside patient and operator burnt his finger while retrieving it. Surgical treatment has been postponed. We are unaware about patient injury.

Event description:
Broken optical fiber caused operator's finger burn. No adverse effects to patient/operator were reported.